Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and genital haemorrhage ("bleeding for 2 days") in a female patient who received essure (batch no. B44011). The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract inflammation ("urinary tract inflammation after sexual intercourse with loss of blood") with haematuria, abdominal pain upper ("stomach ache like colic"), neck pain ("pain in left side of neck"), sciatica ("crural neuralgia"), visual acuity reduced ("reduction in vision even with glasses"), lacrimation increased ("watery eyes"), tinnitus ("buzzing in left ear"), amnesia ("marked memory loss") and fatigue ("fatigue (I sleep 12 hours a day)"). The patient will be treated with surgery (on (B)(6) 2017, procedures to remove inserts). Essure treatment was not changed. At the time of the report, the allergy to metals, genital haemorrhage, urinary tract inflammation, abdominal pain upper, neck pain, sciatica, visual acuity reduced, lacrimation increased, tinnitus, amnesia and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, genital haemorrhage, urinary tract inflammation, abdominal pain upper, neck pain, sciatica, visual acuity reduced, lacrimation increased, tinnitus, amnesia and fatigue with essure. The reporter commented: I have not yet had an allergy test for nickel. Company causality comment: this non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and bleeding for 2 days (seen as genital bleeding). The events are anticipated in the reference safety information for essure. In this case, 2.5 years after insertion, the consumer reported allergy to nickel (although she has not yet had an allergy test) and bleeding for 2 days. Other non-serious events were reported. There is no information about the consumer's historical and concomitant medical conditions. A procedure to remove essure is scheduled for (B)(6) 2017. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, after essure insertion abnormal genital bleeding and menses pattern changes may occur considering the nature of the events, positive temporal relationship and the lack of alternative explanation, a causal relationship between the events (genital bleeding and nickel allergy) and essure cannot be excluded. This case was regarded as incident since device removal will be required. Further information cannot be obtained in this case. A product technical analysis is awaited.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel") and genital haemorrhage ("bleeding for 2 days") in a 44-year-old female patient who had essure (batch no. B44011) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: allergy to lichen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract inflammation ("urinary tract inflammation after sexual intercourse with loss of blood") with haematuria, abdominal pain upper ("stomach ache like colic"), neck pain ("pain in left side of neck"), sciatica ("crural neuralgia"), visual impairment ("reduction in vision even with glasses"), lacrimation increased ("watery eyes"), tinnitus ("buzzing in left ear"), amnesia ("marked memory loss") and fatigue ("fatigue (I sleep 12 hours a day)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2017 and (B)(6) 2017, procedures to remove inserts). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, urinary tract inflammation, abdominal pain upper, neck pain, sciatica, visual impairment, lacrimation increased, tinnitus, amnesia, fatigue and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, amnesia, fatigue, genital haemorrhage, lacrimation increased, neck pain, sciatica, tinnitus, urinary tract inflammation and visual impairment with essure. The reporter considered dyspareunia to be related to essure. The reporter commented: I have not yet had an allergy test for nickel. Quality-safety evaluation of ptc: lot#: b44011 - production date: 24-jun-2013 - expiration date: 30-jun-2016. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: case (B)(4) (MFR number 2951250-2019-00609) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter (case is potential legal), date of birth, medical history, start and stop date of essure and event dyspareunia added. Someone from internet encouraged the patient to think that essure was related to her symptoms. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 24-mar-2017. The most recent information was received on 26-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and genital haemorrhage ("bleeding for 2 days") in a 44 year-old female patient who had essure inserted (lot no: b44011). Additional non-serious events are detailed below. The patient had a medical history of herpes labialis (treated with acyclovir) and shoulder pain in 2013, muscular pain and otitis (treated with orelox) in 2012, lumbar pain, cervical pain (treated with spifen and lumirelax) and lithiasis (CT scan) in 2011 and dizziness (under miorel treatment), rash (under ketoprofene treatment), headache, diarrhea (under voltarene treatment), epileptic fit (received treatment), parity 3 (complications during childbirth mentioned) and allergy (to lichen). Cortectomy on the right in 2001, depamide treatment, 300 mg twice a day. Lumbabo on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, she experienced allergy to metals (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), urinary tract inflammation ("urinary tract inflammation after sexual intercourse with loss of blood"), abdominal pain upper ("stomach ache like colic"), neck pain ("pain in left side of neck"), sciatica ("crural neuralgia"), visual impairment ("reduction in vision even with glasses"), lacrimation increased ("watery eyes"), tinnitus ("buzzing in left ear"), amnesia ("marked memory loss") and fatigue ("fatigue (I sleep 12 hours a day)"). On (B)(6) 2017, she experienced back pain ("lumbar pain") and arthralgia ("shoulder pain"). Essure was removed on (B)(6) 2017. An unknown time later she experienced haematuria ("urinary tract inflammation after sexual intercourse with loss of blood"), dyspareunia ("dyspareunia") and medical device pain ("pain with essure"). The patient was treated with nabucox (nabumetone) as well as surgery (on (B)(6) 2017, surgery for hysterectomy and bilateral salpingectomy under general anesthesia). At the time of the report, the outcomes for allergy to metals, genital haemorrhage, urinary tract inflammation, abdominal pain upper, neck pain, sciatica, visual impairment, lacrimation increased, tinnitus, amnesia, fatigue and dyspareunia were unknown. The reporter considered dyspareunia and medical device pain to be related to essure administration. No causality assessment was received for essure with regard to neck pain, sciatica, visual impairment, lacrimation increased, abdominal pain upper, tinnitus, allergy to metals, genital haemorrhage, amnesia, fatigue, urinary tract inflammation, haematuria, back pain or arthralgia. The reporter commented: I have not yet had an allergy test for nickel. Consultation report on (B)(6) 2017: the patient reported dyspareunia and lichen allergy that a contact on internet encouraged her to think that essure are responsible for her symptoms. Discussion of hysterectomy and salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [blood sodium] on (B)(6) 2017: normal. [C-reactive protein] on (B)(6) 2017: normal. [Investigation] on (B)(6) 2017: cytobacteriology of urines: white blood cells at 460 000/ ml (n< 1 000) and red blood cells at 27 000/ml (n<1 000). Presence of gramnegative bacilli. Escherichia coli: positive: 10 000 cfu/ml. [Red blood cell count] on (B)(6) 2017: normal. [Scan] on (B)(6) 2017: scan for spinal, cervical and left shoulder pain check up: no notable disorder of spine and cervical, discarthrosis of c6c7 and bilateral c6c7 uncarthrosis. No anomaly for left shoulder. Small focal tendinopathy of the infraspinatus insertion, with no associated tendon rupture on ultrasound [transaminases] on (B)(6) 2017: normal. [White blood cell count] on (B)(6) 2017: normal. Quality-safety evaluation of ptc: for essure: lot#: b44011, production date: 24-jun-2013, expiration date: 30-jun-2016. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: medical history and lab data added, events pain with essure, lumbar pain and shoulder pain added. Event haematuria was amended from symptom to diagnosis. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 04-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and genital haemorrhage ("bleeding for 2 days") in a female patient who had essure (batch no. B44011) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract inflammation ("urinary tract inflammation after sexual intercourse with loss of blood") with haematuria, abdominal pain upper ("stomach ache like colic"), neck pain ("pain in left side of neck"), sciatica ("crural neuralgia"), visual impairment ("reduction in vision even with glasses"), lacrimation increased ("watery eyes"), tinnitus ("buzzing in left ear"), amnesia ("marked memory loss") and fatigue ("fatigue (I sleep 12 hours a day)"). The patient was treated with surgery (on (B)(6) 2017, procedures to remove inserts). Essure treatment was not changed. At the time of the report, the allergy to metals, genital haemorrhage, urinary tract inflammation, abdominal pain upper, neck pain, sciatica, visual impairment, lacrimation increased, tinnitus, amnesia and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, amnesia, fatigue, genital haemorrhage, lacrimation increased, neck pain, sciatica, tinnitus, urinary tract inflammation and visual impairment with essure. The reporter commented: I have not yet had an allergy test for nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09_may_2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 255 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: b44011 - production date: 24-jun-2013 - expiration date: 30-jun-2016 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of ptc company causality comment: this non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and bleeding for 2 days (seen as genital bleeding). The events are anticipated in the reference safety information for essure. In this case, 2.5 years after insertion, the consumer reported allergy to nickel (although she has not yet had an allergy test) and bleeding for 2 days. Other non-serious events were reported. There is no information about the consumer's historical and concomitant medical conditions. A procedure to remove essure is scheduled for may-2017. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, after essure insertion abnormal genital bleeding and menses pattern changes may occur considering the nature of the events, positive temporal relationship and the lack of alternative explanation, a causal relationship between the events (genital bleeding and nickel allergy) and essure cannot be excluded. This case was regarded as incident since device removal will be required. A product technical analysis resulted in an unconfirmed bul plausible product quality defect. No similar adverse event case reports have been received to date in relation to the reported batch. Further information will not be pursued since active follow-up with the regulatory authority is not possible.